Event description:
A female reported that she received solesta (dextranomer/hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Add'l medical history included fissure surgery. Concurrent medications were not provided. In 2011, the pt received solesta, 4 injections. Three out of the four injections were without problems. The fourth injection, at 1200, was painful. The pt continued to experience "pressure pain" for a few months before speaking with her physician. In 2013, the pt underwent a routine pelvic examination for her annual pap smear when a "lump" was found by her physician that was pushing through her vaginal wall. This "lump" grew and the pt could feel it protruding into her vagina. The pt subsequently had 4 ml of fluid drained from the area and was placed on antibiotics. After two days, the mass returned. Again, the fluid was drained off. The fluid then re-accumulated, requiring further drainage. In addition, due to the pressure, the area was painful. The pt was prescribed pain medications and was placed back on antibiotics. At the time of this report, the mass was still present, but smaller; however, the pt stated it continues to fill up with fluid. The pt was referred to a gynecologist and was informed the implant needed to be remove. The plan was to surgically remove it through the vagina. The company felt the events were related to solesta.

Manufacturer narrative:
A causal relation between the events and the treatment cannot be excluded (possibly related). A misplaced injection might have contributed to the events. Additionally, it is recommended to exclude other disorders that may cause similar symptoms. Gynecologic examination with ultrasound or computed tomography scan may be considered.